Event description:
A malfunction code was reported, specifically malf 16, which did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating it remained within normal range. Technical support assisted the customer by providing instructions to reset the pump, and no recurrence of the malfunction code was observed after the reset. The customer was advised to continue using the pump and to report back if any malfunctions occur again.